Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was admitted to the hospital due to hyperglycemia and on unknown date. Customer also reported having an issue with infusion set .customer blood glucose level was unknown when admitted to hospital. The device will not be returned for analysis.